Manufacturer narrative:
Follow-up #1: date of submission 05/31/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/11/2017 with the following findings: during investigation, the battery compartment was found to be cracked. The returned battery cap was undamaged and able to fit. The cap contact measurements were within specification. The bolus button cover was found to be torn and there was moisture corrosion observed the display screen inside the pump. A leak test failed due to a battery compartment leak and bolus button leak. The pump was unable to power up and it was completely unresponsive. The reported ¿power¿ complaint was duplicated. The pump¿s cover was removed and there was moisture corrosion found to the continuous glucose monitor module, the display screen, the ir screen. The power printed circuit board.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.